Manufacturer narrative:
(B)(4).

Event description:
The company representative indicated that a patient implanted for an unspecified interstim therapy indication underwent a revision surgery. No information regarding the cause of the revision, event context, symptoms, or diagnostics/troubleshooting were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.